Event description:
The pt complained of a headache and dizziness. They also hear a constant humming sound, even while they were not wearing the device. Telemetry measures 2 days later indicated a significant impedance decrease on a channel. Repeated telemetry measures revealed 'weak' coupling to implant. Telemetry measures showed 'poor' coupling to the implant.